Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and during the first attempt to inflate the balloon, a pinhole leak was confirmed in the balloon. The pinhole leak was located at 5 mm distal from the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands identified no issues. A visual and microscopic examination was performed and it was noted that all blades were fully bonded onto the balloon with no damage present. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage present along the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occured. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 7atm. The device was simply removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported and the patient's condition was good.

Event description:
It was reported that a balloon rupture occured. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 7atm. The device was simply removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported and the patient's condition was good.